Manufacturer narrative:
(B)(4).

Event description:
An arrow pressure rated PICC was used for a CT scan of the chest, abdomen and pelvis. Post procedure, the line was found to be ruptured. The contrast was noted to be in the bed with 2/3 of IV injection delivered to the patient. The rupture was just below the hub. The CT staff had aspirated and flushed the PICC prior to CT procedure without any issues. The patient did not suffer any harm. The PICC line was withdrawn intact and replaced with guide wire exchange. The doctor believes that the PICC was twisted before the entrance to the skin.

Manufacturer narrative:
(B)(4). The customer returned one used two lumen PICC in four pieces. Based on the smoothness of the separation points this appears to have been done intentionally by the end user. A split in the catheter was identified adjacent to the juncture hub. This area of the catheter body had been twisted. The area between the juncture hub and the 6/44 mark on the catheter body was stretched and thinned. The returned pieces measured to be 14.8 cm, 6.1 cm, 22.1 cm, and 13.5 cm in length; totaling 56.5 cm. This exceeds the range of 19.5 - 20" specified by product drawing. Catheter body stretched and thinned between hub and 6 cm mark. The length of the body between the 1 cm to 6 cm marks measured to be 10.1 cm, 4.1 cm more than what would be expected. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product warns to "ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications." The customer reported issue of the catheter body rupturing during use was confirmed during the sample investigation. The customer returned one used two lumen PICC for evaluation. The catheter body was found to be ruptured adjacent to the juncture hub. This area of the rupture had also been twisted and stretched. A device history record review was performed and no relevant findings were identified. Based on the condition of the returned sample it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
An arrow pressure rated PICC was used for a CT scan of the chest, abdomen and pelvis. Post procedure, the line was found to be ruptured. The contrast was noted to be in the bed with 2/3 of IV injection delivered to the patient. The rupture was just below the hub. The CT staff had aspirated and flushed the PICC prior to CT procedure without any issues. The patient did not suffer any harm. The PICC line was withdrawn intact and replaced with guide wire exchange. The doctor believes that the PICC was twisted before the entrance to the skin.